Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 467 mg/dl at the time of the incident. The customer stated that the drive support cap was normal /protruded/loose/sticking out and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported a high blood glucose of 467 mg/dl the morning prior to call and a blood glucose reading of 381 mg/dl while having the motor error issue. Customer treated with insulin pump and declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. The drive support disk was inspected and no anomaly was noted. The device was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker, stained address label and stained serial number label.